Event description:
Patient reported possible allergic reaction to hip replacement received in 2009. Patient also reported that she has a severe allergy to nickel. To date, no revision surgery has been scheduled or performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Investigation found the part number supplied was manufactured from cobalt chromium-molybdenum alloy and not titanium as she was informed. This alloy comprises principally cobalt and chromium, but may contain up to 1.0% nickel. The manufacturing history shows the labeling description on the packaging correctly identifies the material as cobalt chromium-molybdenum alloy (cocr). Patient was informed of the investigation results and was recommended to contact her surgeon to discuss the matter. Implant date: 2009. This report was filed 09/03/2009.